Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an other critical pump error alarm. The customer stated that insulin block was there. Customer stated that they changed set and the pump alarmed. Customer stated that the insulin pump had keypad anomaly. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complained about the insulin pump critical pump error came up. Device perform visual inspection and insulin pump received with pillowing keypad overlay, cracked select button keypad overlay and corroded battery tube. Test reservoir/pcap lock properly inside the reservoir tube. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant critical pump error (open book). Unable to verify keypad unresponsive/button error alarm due to no button response. Unable to verify no delivery/occlusion alarm due to constant critical pump error (open book) during test. Unsuccessful to download to crest and thus due to moisture damage. Device was cut/open and inspected and found corroded/moisture damage at electrical board 1, electrical board 2, connector and keypad flex connector. Confirmed critical pump error (open book) and keypad unresponsive. Device received with critical pump error (open book) due to corroded/moisture damage at electronic assembly noted. Unable to verify no delivery/occlusion alarm due to constant critical pump error (open book) during test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.